Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 23-jul-2020, UDI #: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 18-sep-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient went to the clinic because they were experiencing symptoms of a spinal headache therefore a blood patch was performed on (B)(6) 2018. It was indicated the event was related to the implant procedure. The issue resolved without sequelae on (B)(6) 2018. The patient's weight was (B)(6).